Event description:
Boston scientific received information that during a device replacement procedure, visual inspection revealed this left ventricular lead was dislodged. A decision was made to replace this lead. This lead was surgically abandoned and an attempt to replace this lead was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.